Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to secure to monitor) has been confirmed. Upon investigation the electrode belt trunk cable connector and locking nut were damaged, preventing the electrode belt from securely connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to secure to a monitor.